Event description:
Caller reported a malfunction occurred on the pump after it got wet in the shower. There was an increase in blood glucose level, but the exact impact was unknown. Tandem technical support arranged to send a replacement pump to the customer, who planned to use multiple daily injections as a backup insulin therapy. The customer was instructed on how to handle the malfunctioning pump's return and the procedures to follow with the new pump.